Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate the unused complaint devices were tested in a cadaveric setting and all the screws were implanted without any discrepancies. No structural anomalies were noted on the screws from visual inspection. The actual complaint devices were not returned and therefore the complaint cannot be verified or a root cause cannot be discerned. Typically, screw breaks are associated with off-axis insertion, levering during insertion or hard bone quality. No technique information was provided that would suggest if the aforementioned causes contributed to this event. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Based on the complaint rate for this failure mode, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4) - incomplete. The lot number is not currently available; therefore, the expiration date is unavailable. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during an acl repair, it was observed that the nose of the customer's biointrafix tapered screw, 7-9 x30mm, broke during insertion. It was reported that the screw broke cleanly with no fragmenting breaking between the 2 and 6-8 mm portion that was inserted. The implant was fully removed. It was reported that the surgeon completed the procedure with a larger sized implant in the same bone hole with no patient consequences or delay. The customer already discarded the device. The surgeon requested the return of the 5 remaining implants in his inventory to be evaluated as this was the 3rd anchor to break in the same way within days. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.